Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A test was performed if the receiver will charge and boot and passed. The receiver data log was downloaded and reviewed; however, no issues to the complaint issue were observed in the course of the log review. Global receiver functional test was performed and passed vibration test. The reported event of no vibration was not confirmed. A root cause could not be determined.